Event description:
Information was received indicating that this ambulatory infusion pump stopped infusing while in use. The patient took out the batteries and then an error code showed up. The patient noted that there was a brief interruption in therapy before they were able to resume infusion. The patient was sent a replacement pump. No adverse patient effects were reported.